Event description:
It was reported by customer during use that the cardiosave intra-aortic balloon pump (iabp) unit had ack of back pulse during use, with no alarm prompts from the service provider. There was patient involvement but no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,e1(initial reporter,event site address,event site city),e3,g3,g6,h2,h3,h6(type of investigation,investigation findings,investigation conclusions),h11. Corrected fields: h6(medical device ¿ problem code). Due to character limitation, event site telephone: (B)(6). A getinge field service engineer (fse) evaluated the unit and contacted the customer for further assessment and corrective action. The customer has not authorized or agreed to proceed with repair of the unit. As no further action is required at this time, this complaint will be closed. Should additional information become available, the investigation will be updated accordingly.